Manufacturer narrative:
Reported event guide catheter broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the procedure, when they deploy the stent, the guide catheter detach from the delivery system and remained within the stent inside the patient. The stent and the detached guide catheter were retrieved using rat tooth forceps. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient was reported to be doing well at the conclusion of the procedure.